Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2010, 5076-52, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post device change out a lead integrity alert triggered for the right ventricular (rv) lead for noise/oversensing, sensing integrity counter (sic), high rate non-sustained episodes, and high undefined impedance. The noise was able to be reproduced with pocket manipulation and tachy detections were programmed off. A revision procedure was performed and it was noted that there was adipose tissue in the rv port of the cardiac resynchronization therapy defibrillator (crt-d) header, the tissue was removed. During the procedure the noise was unable to be reproduced, but when placing the crt-d back in the pocket the noise reappeared. It was determined that there was a rv lead fracture near the lead slack. The lead was capped and replaced. The crt-d was explanted and replaced because a lead with a different connector was implanted. No patient complications have been reported as a result of this event.